Manufacturer narrative:
(B)(4). Batch # unk. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance. As the device was not returned, an analysis investigation could not be performed. A conclusion could not be reached as to what may have caused or contributed to the event. Additional information was requested, and the following was obtained: what were the indications for surgery? Was the procedure a sleeve gastrectomy? What stapler was used with the reported cartridge? What other color cartridges were used? Were any staples visible? If so, please describe shape. What was done to address the issue intraoperatively? What was the reason for the readmission to hospital? How was the issue identified? Was any medical/surgical intervention required? If so, please explain. What is the current patient status? Patient was readmitted to the ICU one week after surgery with complications, he has already been discharged. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that when shooting, the stapler cut and did not staple. In the intra-operative period there were no complications, however, the patient was readmitted today (B)(6) 2020, and is being observed.